Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead exhibited bad sensing values. The lead was replaced.